Event description:
A customer reported encountering a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions for resetting the pump, and after following these instructions, the error did not reappear. The customer was able to successfully start a new sensor session.